Event description:
This report is for a 3.5mm tibial plateau leveling osteotomy (tplo) plate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a1, a2, a3, a4, g5, 510k#: device is a veterinary product. No patient information will be reported. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: there was a surgical delay of approximately twenty (20) minutes. The procedure was successfully completed. The patient outcome was successful.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part number: vp4401.r3. Lot number: 99p0401. Part manufacture date: april 6, 2021. Manufacturing location: elmira. Part expiration date: n/a. Nonconformance noted: n/a. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the vet tplo pl 3.5 r 3ho sst (p/n: vp4401.r3 & lot #: 99p0401) was returned and received at us customer quality cq. A visual inspection of the 3.5mm tplo plate/right shows the plate appears to be in the same acceptable conforming condition cosmetically as it was when it shipped from the jabil elmira manufacturing facility. Functional test: the functionality test was not performed due to absence of mating device. Can the complaint be replicated with the returned device? Unable to perform. Dimensional inspection: the dimensional features of the device was checked by elmira according to the inspection sheet. The plate was found to be in specification . Thru hole (feature d2). Result: pass. Thread pitch diameter (feature h7). Result: pass. Thread minor diameter (feature d7). Result: pass. Ball mill depth (feature h1). Result: pass. Material specification: result: pass. Document/specification review: the following documentation / specification review was performed by jabil elmira. Inspection sheet & process sheet: additionally, the DHR review performed by jabil elmira revealed no complaint related anomalies. The device history record shows this lot of 3.5mm tplo plate/right 3 holes product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Complaint confirmed? No. Investigation conclusion: the complaint condition cannot be confirmed for the device. This lot met all dimensional and visual criteria at the time of release for shipment with no issues documented that would contribute to the complaint condition. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown plates: tplo/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on an unknown date, during a procedure, the locking guide would not screw into one of the drill ports. No patient consequence reported. No further information provided. This report involves one (1) unknown plates: tplo. This is report 1 of 2 for (B)(4).